Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve gastrectomy procedure, the ligasure device had no re-grasp alert, there was an evidence of energy delivery and there was an end tone. Following the procedure, about 8 hours post-op, the patient had to be brought back to the or on the same day of the procedure for re-operation due to bleeding. The surgeon said they did not do anything specific to stop the bleeding. Just cleaned out the blood. The patient had to receive 2l of blood. This event extended the patient's hospitalization for 3 days. The patient is currently fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.